Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post implant, this right ventricular (rv) lead exhibited decreased r-wave measurements, increased threshold measurements, loss of capture (loc) and increased pacing impedance measurements of 750 ohms. A lead microdislodgement was observed. The patient was not pacemaker dependent. A revision procedure was performed. The lead was repositioned and acceptable lead diagnostics were noted. This product remains implanted and in service. No additional adverse patient effects were reported.